Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The device had a damaged downstream sensor and a cracked housing. The moment the device was powered up the device started double beeping. The downstream sensor will be replaced in order to resolve the issue.

Manufacturer narrative:
Additional information: date of event. Additional information was received indicating that there was no patient involved in this event.

Event description:
Information was received indicating that this cadd legacy plus infusion pump was giving double beep sound. No adverse effects were reported.